Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the sensor breaks inside the body. The customer blood glucose level was 149 mg/dl. The customer was assisted with troubleshooting. Customer stated that the they remove sensor from the body and customer recognized that the sensor did not had a needle. Customer reporting that the sensor or introducer needle fractured while in the body. The device will not be returned for analysis.